Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, a transmission in merlin.net was reviewed and revealed that the test results were missing and that the device's battery longevity was at 0.8 years with a current drain of 200 microamps. However, in a prior transmission, the longevity was estimated to be at 10.9 years with a current drain of 9 microamps. Technical support was contacted and determined that the cause of the event was due to the device being interrogated immediately after the prior diagnostics was cleared after a manual transmission. It also created a temporary mismatch where the new diagnostics show a falsely high current drain which causes shorter estimated longevity. No intervention has been conducted at this time. The information was correct at the following interrogation. The patient was stable with no consequences.